Event description:
It was reported that they were getting a fluid delivery line open alert when resuming therapy after patient going to magnetic resonance imaging. There were a lot of bubbles on the left side connectors. They removed the left chest and left thigh pads. Flow rate was 2lpm. They stated it appeared the left chest pad was the issue. With three pads, flow rate was 2.5-3lpm. Recommended they save this pad and replace with a universal pad for proper pad coverage.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too low or failed". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. . H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were getting a fluid delivery line open alert when resuming therapy after patient going to magnetic resonance imaging. There were a lot of bubbles on the left side connectors. They removed the left chest and left thigh pads. Flow rate was 2lpm. They stated it appeared the left chest pad was the issue. With three pads flow rate was 2.5-3lpm. Recommended they save this pad and replace with a universal pad for proper pad coverage.